Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). A follow up/final report will be submitted once investigation is complete.

Event description:
It was reported that the handpiece will not connect. The event timing was during testing. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the hose would not connect to this unit. The o-ring on the swivel was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.